Event description:
New information received notes that the device was not returned.

Event description:
It was reported that during an implant procedure, the implantable cardioverter defibrillator was noted to have a compoenent detach from the device header. An atrial impedance problem was also noted, which was alleged to be due to a device header anomaly.